Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor readings. The patient observed measurement deviations between cgm and blood glucose (bg) meter readings starting on (B)(6) 2024. The patient provided the below set of examples for review. Date time sg value bg value a. On (B)(6) 2025 9:30 a.m. 237mg/dl 217 mg/dl trend arrow horizontal; 30 minutes after: sn: (B)(6); user just got up. B. On (B)(6) 2025 9:00 a.m. 98mg/dl 144 mg/dl trend arrow horizontal; 30 minutes after: sn: (B)(6); user just got up. C. On (B)(6) 2025 10:30 a.m. 178mg/dl 157 mg/dl trend arrow horizontal; 30 minutes after: sn: (B)(6); user just got up. D. On (B)(6) 2025 9:30 a.m. 175mg/dl 190 mg/dl trend arrow horizontal; 30 minutes after: sn: (B)(6); user just got up. E. On (B)(6) 2025 8:00 a.m. 114mg/dl 124 mg/dl trend arrow horizontal; 30 minutes after: sn: (B)(6); user just got up. F. On (B)(6) 2025 8:20 a.m. 242mg/dl 219 mg/dl trend arrow horizontal; 30 minutes after: sn: (B)(6); user just got up. G. On (B)(6) 2025 8:20 a.m. 142mg/dl 179 mg/dl trend arrow horizontal; 30 minutes after: sn: (B)(6); user just got up. The issue was escalated to next level support who authorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Manufacturer narrative:
On 15th jan 2025, the user reported that the cgm showed results that were different from glucometer measurements.the RMA was authorized for the return of sensor for further investigation due to system performance.testing of the returned sensor did not show any issue with sensor performance and did not reveal any malfunction.a review of the dms data showed transient instability in the reference channel.the root cause for the reported failure most likely contributed to the inaccuracies observed by the user.as part of resolution, a return material authorization was issued for sensor replacement. B4.date of this report 14 april 2025 d9 device available for evaluation? Yes on 24 march 2025 g3.date received by the manufacturer? 14 april 2025 h6. Type of investigation updated to 10 h6. Investigation findings updated to 114 h6. Investigation conclusions updated to 4315.

Manufacturer narrative:
D2b.corrected from sba to qhj.